Manufacturer narrative:
Patient age at time of event is currently unknown as information was not provided. Date of event unknown as not provided. Lot # and catalog # unknown as not provided. (B)(4). Evaluation: no information regarding the event was provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. If additional information is received, the report will be re-opened for further investigation.

Event description:
The patient received a cook gunther tulip filter on (B)(6) 2006 at the (B)(6). Dr. (B)(6) placed the filter. The patient lives in (B)(6) and lived there at the time of placement. It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 04/12/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2006 via the right common femoral vein due to le dvt and resection bladder tumor. Plaintiff is alleging organ perforation, vena cava perforation, unable to be retrieved, migration, tilt, anxiety. Plaintiff alleges attempted retrieval on (B)(6) 2006, (B)(6) 2015.

Manufacturer narrative:
(B)(4).. The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
Additional information received february 23, 2017: it is alleged in the pending lawsuit that pt suffers from migration, tilt, vena cava perforation, the inability to retrieve the device, and other: artery perforation.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "organ perforation, vena cava perforation, unable to be retrieved, migration, tilt, anxiety- updated sfc". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.